Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between cvvhd utilizing the multifiltrate pro, and the serious adverse events of hypothermia and ventricular bradycardia, which required external warming measures. The root cause of the serious adverse events was user error when the clinician inadvertently connected the heater bag/line into the incorrect line segment (unheated). The multifiltrate pro then continued to operate for an additional 12 hours (two separate occasions) before the connection error was discovered by the medical staff. Once the connection was corrected, the patient began to stabilize (e.g., body temperature increased, ventricular bradycardia resolved). The patient¿s temperature must be continuously monitored in order to avoid undesired hypothermia. Environmental factors such as room temperature, the temperature of the dialysate and the substitute must be taken into consideration. Based on the totality of the information available, the multifiltrate pro cannot be disassociated from the serious adverse events. Given the patient¿s favorable response to the correction of the heater bag/line, no additional alarms detecting the inaccurate set-up following initiation, and the lack of treatment/hospital records, the multifiltrate pro cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported to fresenius that a patient experienced hypothermia and ventricular bradycardia while undergoing continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. While setting up the multifiltrate pro, the staff inadvertently placed the heating bag/line into the neighboring (optically identical) heater segment, which did not warm the solution. Although the timeline is unknown, it appears the patient experienced ventricular bradycardia (28 bpm) and had a core body temperature of 28° celsius. On the following day, twelve hours after treatment initiation, it was noted the patient was suffering from life-threatening hypothermia. As a result, the cvvhd temperature was increased, and the patient was also externally warmed using a warmtouch¿ unit. Once the patient¿s core body temperature was corrected (32° celsius), the patient spontaneously converted back to sinus rhythm (rate not provided). It was reported the heating bag/line was incorrectly inserted and went unnoticed for an additional twelve hours, as the multifiltrate pro screen was facing away from the nurse observing the treatment. The multifiltrate pro only provided two alarms during the initiation of treatment; (1) ¿heating temperature too high¿ and (2) ¿maximum dialysate temperature exceeded.¿ once these alarms were cleared, they did not alarm again. It was also reported the attending physician attempted to raise the temperature on the multifiltrate pro machine, which also did not trigger an additional alarm. Although the timeline is again unknown, the multifiltrate pro machine provided an additional message: ¿heating defective, tubular bag in incorrect heating or temperature increase due to incorrect heating¿ which was relayed to the fresenius representative. The representative stated the alarm would only be provided once at the beginning of treatment. However, the nursing staff felt multiple alarms should be a mandatory function of the multifiltrate pro to remind staff the heater bag/line remains in the wrong heater segment. Additionally, the hospital staff stated the multifiltrate pro should recognize there is a heating bag/line in any heater segment or apply a feedback system which measures and displays the temperature constantly.

Event description:
It was reported to fresenius that a patient experienced hypothermia and ventricular bradycardia while undergoing continuous venovenus hemodialysis (cvvhd) treatment on a multifiltrate pro machine. While setting up the multifiltrate pro, the staff inadvertently placed the heating bag/line into the neighboring (optically identical) heater segment, which did not warm the solution. Although the timeline is unknown, it appears the patient experienced ventricular bradycardia (28 bpm) and had a core body temperature of 28° celsius. On the following day, twelve hours after treatment initiation, it was noted the patient was suffering from life-threatening hypothermia. As a result, the cvvhd temperature was increased, and the patient was also externally warmed using a warmtouch¿ unit. Once the patient¿s core body temperature was corrected (32° celsius), the patient spontaneously converted back to sinus rhythm (rate not provided). It was reported the heating bag/line was incorrectly inserted and went unnoticed for an additional twelve hours, as the multifiltrate pro screen was facing away from the nurse observing the treatment. The multifiltrate pro only provided two alarms during the initiation of treatment; (1) ¿heating temperature too high¿ and (2) ¿maximum dialysate temperature exceeded.¿ once these alarms were cleared, they did not alarm again. It was also reported the attending physician attempted to raise the temperature on the multifiltrate pro machine, which also did not trigger an additional alarm. Although the timeline is again unknown, the multifiltrate pro machine provided an additional message: ¿heating defective, tubular bag in incorrect heating or temperature increase due to incorrect heating¿ which was relayed to the fresenius representative. The representative stated the alarm would only be provided once at the beginning of treatment. However, the nursing staff felt multiple alarms should be a mandatory function of the multifiltrate pro to remind staff the heater bag/line remains in the wrong heater segment. Additionally, the hospital staff stated the multifiltrate pro should recognize there is a heating bag/line in any heater segment or apply a feedback system which measures and displays the temperature constantly.

Manufacturer narrative:
Additional information: please note there was an update regarding the g3 date on the initial MDR submission. Following the submission, the manufacturer changed this date from 19sep2024 to 23sep2024. Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. The machine files were provided for review and evaluated. The reported failure type represents a known event. It was found that a heater bag alarm message occurred. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿application¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. A review of the instructions for use (IFU) revealed that a step-by-step approach is available for how to set up the system and how to mount the cassette correctly. Within the IFU, there are several notes indicating that the color coding of the heater bag markings and the heaters are crucial and must be observed. When inserting the heater bags, the IFU advises the user to ensure the color coding matches. The IFU also guides the user step-by-step through the process of setting up the system via the user interface. For mitigation of overheating, there are two alarm threshold values. Once an inflow temperature exceeds 42° celsius, an override condition begins, but the alarm does not yet sound. After 120 ml passes through or the inflow temperature reaches 46° celsius, an alarm sounds and fluid inflow stops. The system then requires action from the operator, and the treatment is not continued until the temperature drops below the temperature alarm threshold. For mitigation of hypothermia, the IFU advises the user to check the machine and the patient¿s temperature regularly. It is also recommended that all site personnel receive machine re-training on a regular basis.